Event description:
The complaint received states that during use the prowler select plus (606-s255x/16038839) had inadequate support. The procedure was the coil embolization of an unspecified aneurysm at the patient¿s rt-iia, prior to an evar. The patient¿s vessel was heavily tortuous and mildly calcified. The patient was a (B)(6) male of unknown weight. It was reported that unspecified presidio (lot unknown), an unspecified okay ii (goodman, type unknown), and an unspecified enpower detachment control box (lot unknown) were used for the above procedure. After the first coil (presidio) was successfully placed into the aneurysm, the physician adjusted the position of the microcatheter before the second delivery of the coils. However, the microcatheter became stuck and the physician was unable to adjust it further. Several flushing were executed, but the condition did not improve. Therefore, it was swiftly replaced with a new microcatheter (lot unknown), and the procedure was successfully completed without further issues or delay. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no damages were reported on the devices after the event. It is unknown if the microcatheter was re-shaped due to the event or not. The complained product is not available for the evaluation. No additional information is available. There was also no patient injury/complications reported.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt cc: the complaint received states that during use the prowler select plus (606-s255x/16038839) had resistance/friction. The procedure was the coil embolization of an unspecified aneurysm at the patient¿s rt-iia, prior to an evar. The patient¿s vessel was heavily tortuous and mildly calcified. The patient was a 93 year-old male of unknown weight. It was reported that unspecified presidio (lot unknown), an unspecified okay ii (goodman, type unknown), and an unspecified enpower detachment control box (lot unknown) were used for the above procedure. After the first coil (presidio) was successfully placed into the aneurysm, the physician adjusted the position of the microcatheter before the second delivery of the coils. However, the microcatheter became stuck and the physician was unable to adjust it further. Several flushing were executed, but the condition did not improve. Therefore, it was swiftly replaced with a new microcatheter (lot unknown), and the procedure was successfully completed without further issues or delay. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no damages were reported on the devices after the event. It is unknown if the microcatheter was re-shaped due to the event or not. The complained product is not available for the evaluation. No additional information is available. There was also no patient injury/complications reported. Review of lot 16038839 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.